Event description:
It was reported to olympus, that the evis lucera elite bronchovideoscope had a pinhole. Inspection and testing of the returned device found that the connecting tube coating was peeling. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the water tightness was lost due to a pinhole on the bending section rubber. It was also noted that the control unit, scope connector and scope connector cover unit were sticky due to water leakage. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the forceps channel could not be inserted due to the channel tube being crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue identified. Based on the results of the investigation physical stress was applied to the insertion section during user handling and caused the coating to peel. The event could have been detected/prevented by following the instructions for use: "3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.